Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Unused samples were returned, however, evaluation will not be performed as this is a known issue.

Event description:
The consumer stated that her tampon came apart upon removal on five different occasions and pieces were left behind. She was able to remove the remaining pieces.